Manufacturer narrative:
No patient involved. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that was a low battery error message that appeared on the mobile viewing station. It was reported to the biomed that when the system was unplugged from the wall, it immediately power off. The biomed was unsure if this was the image acquisition system or mobile viewing station. The site is considering this system down. No patient present.